Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation: olympus could not identify the foreign material. Olympus could not conclusively specify the root cause of the foreign material remained in the device. The legal manufacture reviewed the customer provided cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the gastrointestinal videoscope had foreign material inside the air water nozzle. There was no patient involvement.